Event description:
It was reported by customer that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was displaying an error message "power up test fails code 14". There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse confirmed the issue. Repair was performed. The device was handed over to user in good working condition.

Manufacturer narrative:
Event site name: (B)(6) .event site postal code: 110025upon completion of the investigation into this event a follow up report will be submitted.